Event description:
It was reported that during a surgical procedure, the user found the tip of the e-sep pencil very hot. It was also reported that when the tip accidentally touched the glove, it burned and when diathermy was used on a tissue forceps, then heat travelled up the forceps causing a spot burn to the finger. It was further reported that the burn was a first degree burn which is self-healing and no treatment was required. It was also reported that there were no delays and no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during a surgical procedure, the user found the tip of the e-sep pencil very hot. It was also reported that when the tip accidentally touched the glove, it burned and when diathermy was used on a tissue forceps, then heat travelled up the forceps causing a spot burn to the finger. It was further reported that the burn was a first degree burn which is self-healing and no treatment was required. It was also reported that there were no delays and no adverse consequences and the procedure was completed successfully.